Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for a wound check, dislodgement of the lv lead was observed and confirmed via chest x-ray. Patient was asymptomatic. Patient went into cardiac arrest and was hospitalized unrelated to lead dislodgement. Lead remains implanted. Patient was stable and discharged from the hospital and will continue to be monitored.